Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The expected infusion time was 46 hours; however, the actual duration was 52 hours. The device was filled with fluorouracil (5-fu) and saline solution with a total volume of 118ml. It was further reported that the user attached a syringe and tried to remove the air and the balloon and that the luer lock connector were at the same height. This issue occurred after use at the hospital. There was no report of patient injury or medical intervention associated with this event. No additional information is available.